Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. One distorted haptic and a bent optic were observed. Damage to the lens occurred when loading into the insertion system and is not related to the manufacturing process. All available information is provided in this report.

Event description:
A nurse reported the intraocular lens was loaded incorrectly into the insertion system and would not advance completely into the patient's eye. The incision was enlarged and another lens implanted without injury or further complications. The case was completed successfully.